Manufacturer narrative:
The battery cap has not been returned to animas. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Use error should be considered as the battey cap was not replaced per IFU.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the pump had an intermittent power issue and the patient had blood glucose values in exceeding 600mg/dl with excess urination and nausea. The patient required no unusual treatment. During troubleshooting, customer support found that the yellow o-ring was visible on the power interruptions and that the threads on the battery cap were stripped. The battery cap has never been replaced. This complaint is being reported because the damaged battery cap issue was not resolved and the patient experienced hyperglycemia.